Event description:
The customer reported being hospitalized due high blood glucose and released four days later. The caller stated that she was not sure if the insulin pump was delivering too much insulin. Troubleshooting was performed, and no damage to the drive support noted. Reviewed the programming and the time, basal rates and bolus history were accurate. The reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned having a cat scan, but she is not sure if she was wearing the insulin pump. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.